Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of right common iliac artery aneurysm using gore® excluder® iliac branch endoprostheses, gore® excluder® aaa endoprostheses, and non-gore stent graft as a bridge. During the treatment, gore® excluder® iliac branch endoprostheses were implanted successfully. A trunk-ipsilateral leg component (rlt261412j), was partially deployed at proximal side of the renal artery in order to perform a cannulation. After the cannulation, attempt was made to move the rlt261412j distally to, below the renal artery with constraining, but it was not able to move down as expected. The location of the gate was adjusted and the proximal edge of rlt261412j was moved down to cover a half of the left renal artery. As bridge, endurant 24 x 82 was implanted. Final angiography revealed blood flow into the left renal artery. The patient tolerated the procedure. On unknown date, during follow up, it was observed that the endurant moved proximally. On unknown date, about a year and half after implantation, computed tomography revealed a occlusion of right internal iliac artery. On (B)(6) 2023, angiography revealed occlusion of right internal iliac artery and revealed that the junction at an outer curvature was approximately 1 cm and was lack of apposition at an inner curvature. No leak was observed. Reintervention was performed to treat the short length of the junction. Additionally, a stent graft (plc141400j), was implanted as a bridge. The plc141400j was implanted to extend to the right external iliac artery because the right internal iliac was occluded. No leak was observed and the patient tolerated the procedure. The physician stated that he selected the endurant as the bridge due to the short treatment length, but it was not a good selection. Regarding the migration of the endurant, the cause might be the z-shape of the endurant and no gore device defects were reported. Reportedly, the hgb161007a device in the right internal iliac artery was occluded. Thrombus was observed at the trunk part of the ceb231210a device. The reason of the occlusion was unknown. Regarding the coverage, if the rlt261412j was not able to move down and the renal artery was covered, a chimney was planned. However, it was half covered and therefore no chimney was necessary.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.